Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shut down intermediately after completing withdraw medication and the user had to wait for the station to come back on again to withdraw next medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shut down intermediately after completing withdraw medication and the user had to wait for the station to come back on again to withdraw next medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019, and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been shutting down intermittently after completing medication withdrawal. The field service engineer (fse) replaced drawer 6 with a new drawer, but the issue persisted. The fse then replaced the pyxibus cable, comm sled, and power module to resolve the issue. The station was operational. The system functioned as intended after the field service engineer repaired the device.